Manufacturer narrative:
The customer reported that the analyzer is "fried". Upon replacing the batteries, the customer stated "it heated up and the batteries exploded". There were no allegations of patient/user harm. There was no allegation of incorrect results. Corrosion was observed however it is currently unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer is "fried". Upon replacing the batteries, the customer stated "it heated up and the batteries exploded". There were no allegations of patient/user harm. There was no allegation of incorrect results.